Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The customer was instructed to wait 20 minutes before starting a sensor session and was guided through a pump reset by technical support. The issue was resolved when the customer successfully started their sensor session and the cgm error code did not reappear.